Manufacturer narrative:
Additional information: g3, h3, h6 the complaint allegation is confirmed based on the customer-provided pictures. Visual evaluation of the customer-provided pictures noted the tip of the device had broken off at the shaft connection point. Refer to attachments. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to applying excessive mechanical forces and/or prying/leveraging the device during use.

Event description:
On 09/13/2024, a sales representative reported via sems-(B)(4) that an ar-6068-25tl 25° tight curve, left, quickpass lasso had the tip break off in the patient's shoulder. The surgeon retrieved the broken piece. The case was completed by finishing repairing the labrum as intended. This was discovered during a procedure on (B)(6) 2024, with no reported patient harm. Additional information was received on 09/18/2024: the case was delayed until they opened a new quick pass and was not long. This was discovered during a anterior labral repair procedure on (B)(6) 2024.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.